Event description:
Study. It was reported that during a biliary stenting treatment procedure, difficulty deploying the stent occurred. It was also reported that following the biliary stenting treatment procedure, death occurred. The procedure was indicated due to "itching, dark urine, white stools and elevated liver function tests". The target lesion was an area of stenosis in the distal bile duct. A 10x16mm wallflex biliary rx partially covered stent had been selected, advanced and deployed to treat the stenosis. Initially, the physician was unable to remove the catheter. The physician waited one minute following deployment to allow for full expansion of the stent and then the catheter was easily removed. The stent remained in place, "adequately bridging the stricture". There were no pt complications reported as a result of the implant. The pt had no further re-intervention associated with the wallflex biliary rx partially covered stent. One hundred thirty one days later, the pt died from her known stage IV pancreatic cancer.

Manufacturer narrative:
Device analysis: the complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.